Event description:
No troubleshooting. Dealer said what is a 9 flash....it could be low voltage or a problem with the joystick cable. He wants a new joystick. Consumer got caught in the rain per the dealer. Both the controller and joystick have to be changed out because the cable doesn't match what should be on the chair per the serial number.